Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 325 mg/dl and a bolus was delivered to address the bg level. A pump system check was performed. The cartridge and infusion set tubing were found to be operating as expected. The cartridge was changed. The cannula was later removed and there was no damage noted to the cannula.